Manufacturer narrative:
The report of dim/missing segments was confirmed dimmed segment(s) on all nine (9) returned pump module display boards. Testing performed on the returned pump module display boards found at least one led on the seven segment led to be dim. The affected components on the returned display boards are u3 (led display 10mm) and u4 (led display 7.6mm) a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. CAPA reference: (B)(4).

Event description:
It was reported that the display boards dim or have missing segments. There was no patient involvement. Although requested, no additional event information was provided.